Event description:
It was reported that the device was bvvi in the box.

Event description:
It was reported the device that was in bvvi in the box.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The cause of the reset was exposure to cold temperatures.

Manufacturer narrative:
(B)(4).